Event description:
It was reported by a sales representative that while checking the programmer of the physician, there was an error message of possible false low output status found. The session report was provided indicating the device was being turned on at the time the error message was seen on an m3000 (B)(4) tablet. Internal testing and data review identified that false low output current messages can occur when m3000 (B)(4) software programs a m103-106 generator after a specific programming sequence occurs. When m3000 (B)(4) tablets initiate a programming session with a m103-106 generator, where its output current is programmed off (0 ma), and then the output current is programmed back on to >0 ma, a low output current message would be seen when an in-session interrogation is performed. This would persist upon multiple in-session interrogations and if diagnostics weren't performed during the session, show on the session report. Running system diagnostics or ending and restarting the session will confirm functionality of the device, and resolve the ¿output current low¿ error message. The low output current messages in these cases are false and do not impact generator function. No further relevant information has been received to date.

Manufacturer narrative:
Internal reference number: (B)(4). Voluntary medical device correction (remedial action) was initiated by the manufacturer on (B)(4) 2020, and the physician was provided a notification letter with recommended actions.